Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging an unusual issue - "replacing batteries leaves hourglass screen on meter and nothing else until it turns off". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.